Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to a leak in the reservoir. A surgical procedure was performed to remove and replace the device. No patient complications were reported.